Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Customer reported that insulin pump's buttons were not working. Customer had no function with any button. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated pressing menu button did not take them to the menu screen. Customer stated using the up arrow did not allowed them to navigate screens. Customer stated using the down arrow did not allowed them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated the easy bolus feature was on. Customer stated the minutes changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.